Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), pregnancy with contraceptive device ("pregnancy (with complication)"), abortion spontaneous ("miscarriage") and haemorrhage ("blood loss") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy (with complication)" and device monitoring procedure not performed "essure confirmation test: no". The patient's past medical history included multiparous, multigravida, parity 5 (date of births: (B)(6) 2000,(B)(6) 2003, (B)(6) 2008, (B)(6) 2010,), alcoholic (beer), iron deficiency anemia, vaginal delivery, threatened abortion and spontaneous abortion. Concurrent conditions included diarrhea, palpitations, uterine bleeding, smoker (cigarettes, 4 per day. Started at age 15 years), overweight, tenderness, type 2 diabetes mellitus, suicide attempt, lower abdominal tenderness, drug overdose, substance abuse, condom since (B)(6) 2010, menstruation irregular and hemophilia a. Concomitant products included medroxyprogesterone (depo provera) from (B)(6) 2011 for birth control, metformin for diabetes mellitus as well as anaesthetics (anesthesia) and ketorolac tromethamine (toradol). On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced menorrhagia ("heavy bleeding / menstrual periods could last for 6 weeks"), dysmenorrhoea ("severe menstrual pain"), back pain ("back pain."), vaginal haemorrhage ("abnormal bleeding(vaginal)"), depression ("depression"), anxiety ("anxiety"), migraine ("severe migraines"), dizziness ("dizziness"), anaemia ("anemia") and headache ("headaches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant) with abdominal pain, nausea, abdominal pain lower and depressed mood, abortion spontaneous (seriousness criterion medically significant), haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), abnormal weight gain ("gained substantial weight /gained approximately fifty (50) pounds") with weight increased, amenorrhoea ("she has gone from three 3 to four 4 months without having another menstrual period"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with alprazolam (xanax), hexetidine (irin), buspirone and surgery (salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous, haemorrhage, menorrhagia, dysmenorrhoea, back pain, vaginal haemorrhage, depression, fatigue, abnormal weight gain, dizziness, amenorrhoea, female sexual dysfunction and anaemia outcome was unknown, the anxiety, migraine and headache had resolved and the dyspareunia was resolving. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abnormal weight gain, abortion spontaneous, amenorrhoea, anaemia, anxiety, back pain, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, haemorrhage, headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: the coil was then placed about difficulty and after placement 7 coils were visible. Attention was then turned to right ostia. Given difficulty with visualization of the ostia the blunt grasper was used in attempts to uncover the ostea without success. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) kg/sqm. Current weight: (B)(6) lbs. Approximate weight at the time of essure placement: (B)(6) lbs. In 2014, home pregnancy test. On (B)(6) 2018, surgical pathology report: final pathologic diagnosis a essure (removal):,consistent with gross description b left fallopian tube (salpingectomy): benign fallopian tube negative for malignancy c right fallopian tube (salpingectomy): benign fallopian tube negative for malignancy quality-safety evaluation of ptc: (B)(4) sample not available since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra lit can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable most recent follow-up information incorporated above includes: on 15-feb-2018: fu from pfs+mr: new events: vaginal haemorrhage, female sexual dysfunction, weight increased, haemorrhage, anaemia, pregnancy with contraceptive device, pelvic pain, device ineffective, abortion spontaneous, device monitoring procedure not performed. Reporter, patient demographic information, other relevant history updated. Pregnancy tab updated from unknown to yes. Product stop date added. And case updated to incident. Previously reported event" migraine" outcome updated to recovered. Processed with fu frd 19-feb-2018 on 19-feb-2018: fu from mr: other relevant history updated. Processed with fu frd 15-feb-2018. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and abortion spontaneous ('miscarriage') in an adult female patient who had essure (UDI no. Unknown) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no", device ineffective "pregnancy (with complication)" and device difficult to use "ne tube "clamped down" and she was unable to place a device in that tube". The patient's medical history included multiparous, multigravida, parity 5 (date of births: (B)(6) 2000,b)(6) 2003,(B)(6) 2008,(B)(6) 2010), alcoholic (beer), iron deficiency anemia, multigravida, threatened abortion, spontaneous abortion, pelvic pain female, tenderness, anemia, diabetes and tachycardia. *current weight: 160lbs approximate weight at the time of essure placement:140lbs . 2014, home pregnancy test. (B)(6) 2018, surgical pathology report: final pathologic diagnosis a essure (removal):,consistent with gross description b left fallopian tube (salpingectomy): benign fallopian tube negative for malignancy c right fallopian tube (salpingectomy): benign fallopian tube negative for malignancy. Concurrent conditions included condom since december 2010, diarrhea, palpitations, uterine bleeding, smoker (cigarettes, 4 per day. Started at age 15 years), overweight, pelvic bone pain, type 2 diabetes mellitus, suicide attempt, left lower quadrant pain, drug overdose, substance abuse, menstruation irregular, hemophilia a, low drug level, anxiety, uterine bleeding, diabetes, morbid obesity, weight loss and perineal pain. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2011 to (B)(6) 2011 for birth control, metformin for diabetes mellitus as well as anesthetics and ketorolac tromethamine (toradol). On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced menorrhagia ("heavy bleeding / menstrual periods could last for 6 weeks"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), migraine ("severe migraines"), dizziness ("dizziness"), anaemia ("anemia/ anaemia blood loss") and headache ("headaches"). In (B)(6) 2011, the patient experienced depression ("depression") and anxiety ("anxiety"). In (B)(6) 2011, the patient experienced back pain ("back pain.") And genital haemorrhage ("abnormal bleeding (general)"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("severe menstrual pain/dysmenorrhoea"). In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In 2014, the patient was found to have a pregnancy with contraceptive device ("pregnancy (with complication)") with abdominal pain, nausea, abdominal pain lower and depressed mood. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), haemorrhage ("blood loss"), fatigue ("fatigue"), abnormal weight gain ("gained substantial weight /gained approximately fifty (50) pounds") with weight increased, amenorrhoea ("she has gone from three 3 to four 4 rnonths without having another menstrual period") and dyspareunia ("dyspareunia"). The patient was treated with alprazolam (xanax), buspirone, hexetidine (irin) and surgery (salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abortion spontaneous, pregnancy with contraceptive device, menorrhagia, dysmenorrhoea, back pain, vaginal haemorrhage, fatigue and amenorrhoea outcome was unknown and the haemorrhage, depression, anxiety, abnormal weight gain, migraine, dizziness, female sexual dysfunction, anaemia, headache, dyspareunia and genital haemorrhage had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abnormal weight gain, abortion spontaneous, amenorrhoea, anaemia, anxiety, back pain, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, haemorrhage, headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: the coil was then placed about difficulty and after placement 7 coils were visible. Attention was then turned to right ostia. Given difficulty with visualization of the ostia the blunt grasper was used in attempts to uncover the ostea without success. Patient experience another two pregnancy episode which was captured under case (B)(4) pregnancy (B)(6) 2016 and (B)(4) pregnancy in (B)(6) 2017). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Ultrasound pelvis - on (B)(6) 2017: multiple transverse and longitudinal scans were obtained through the pelvis. The uterus measures 10.1 x 4.1 x 5.3 cm. The endometrial echo complex measures 9 mm and is within normal limits. An essure is noted in satisfactory position on the left. The patient has a history of injury/disease in the right fallopian tube. The ovaries are within normal limits in size shape position and blood flow. No abnormal masses or fluid collections are identified within or around either adnexa. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jan-2021: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and abortion spontaneous ('miscarriage') in an adult female patient who had essure (UDI no. Unknown) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no", device ineffective "pregnancy (with complication)" and device difficult to use "ne tube "clamped down" and she was unable to place a device in that tube". The patient's medical history included multiparous, multigravida, parity 5 (date of births: (B)(6) 2000, (B)(6) 2003, (B)(6) 2008, (B)(6) 2010,), alcoholic (beer), iron deficiency anemia, multigravida, threatened abortion and spontaneous abortion. *current weight: 160lbs approximate weight at the time of essure placement: 140lbs 2014, home pregnancy test. (B)(6) 2018, surgical pathology report: final pathologic diagnosis a essure (removal):,consistent with gross description b left fallopian tube (salpingectomy): benign fallopian tube negative for malignancy c right fallopian tube (salpingectomy): benign fallopian tube negative for malignancy. Concurrent conditions included condom since (B)(6) 2010, diarrhea, palpitations, uterine bleeding, smoker (cigarettes, 4 per day. Started at age 15 years), overweight, pelvic bone pain, type 2 diabetes mellitus, suicide attempt, left lower quadrant pain, drug overdose, substance abuse, menstruation irregular, hemophilia a and low drug level. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2011 to (B)(6) 2011 for birth control, metformin for diabetes mellitus as well as anaesthetics (anesthesia) and ketorolac tromethamine (toradol). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced depression ("depression") and anxiety ("anxiety"). In 2011, the patient experienced menorrhagia ("heavy bleeding / menstrual periods could last for 6 weeks"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), migraine ("severe migraines"), dizziness ("dizziness"), anaemia ("anemia") and headache ("headaches"). In (B)(6) 2011, the patient experienced back pain ("back pain.") And genital haemorrhage ("abnormal bleeding (general)"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("severe menstrual pain/dysmenorrhoea"). In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), haemorrhage ("blood loss"), fatigue ("fatigue"), abnormal weight gain ("gained substantial weight /gained approximately fifty (50) pounds") with weight increased, amenorrhoea ("she has gone from three 3 to four 4 rnonths without having another menstrual period") and dyspareunia ("dyspareunia") and was found to have a pregnancy with contraceptive device ("pregnancy (with complication)") with abdominal pain, nausea, abdominal pain lower and depressed mood. The patient was treated with alprazolam (xanax), buspirone, hexetidine (irin) and surgery (salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abortion spontaneous, pregnancy with contraceptive device, menorrhagia, dysmenorrhoea, back pain, vaginal haemorrhage, fatigue and amenorrhoea outcome was unknown and the haemorrhage, depression, anxiety, abnormal weight gain, migraine, dizziness, female sexual dysfunction, anaemia, headache, dyspareunia and genital haemorrhage had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abnormal weight gain, abortion spontaneous, amenorrhoea, anaemia, anxiety, back pain, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, haemorrhage, headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: the coil was then placed about difficulty and after placement 7 coils were visible. Attention was then turned to right ostia. Given difficulty with visualization of the ostia the blunt grasper was used in attempts to uncover the ostea without success. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-dec-2019: pfs received. New events added: abnormal bleeding(general), one tube "clamped down" and she was unable to place a device in that tube. Outcome of the previously reported events depression, weight gain, pain during intercourse, inability to have intercourse, blood loss, anemia, dizziness were updated to recovered/resolved. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and abortion spontaneous ('miscarriage') in an adult female patient who had essure (UDI no. Unknown) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no", device ineffective "pregnancy (with complication)" and device difficult to use "ne tube "clamped down" and she was unable to place a device in that tube". The patient's medical history included multiparous, multigravida, parity 5 (date of births: (B)(6) 2000, (B)(6) 2003, (B)(6) 2008, (B)(6) 2010), alcoholic (beer), iron deficiency anemia, multigravida, threatened abortion and spontaneous abortion. *current weight: 160lbs approximate weight at the time of essure placement: 140lbs. 2014, home pregnancy test (B)(6) 2018, surgical pathology report: final pathologic diagnosis a essure (removal):,consistent with gross description b left fallopian tube (salpingectomy): benign fallopian tube negative for malignancy c right fallopian tube (salpingectomy): benign fallopian tube negative for malignancy. Concurrent conditions included condom since (B)(6) 2010, diarrhea, palpitations, uterine bleeding, smoker (cigarettes, 4 per day. Started at age 15 years), overweight, pelvic bone pain, type 2 diabetes mellitus, suicide attempt, left lower quadrant pain, drug overdose, substance abuse, menstruation irregular, hemophilia a, low drug level, anxiety, uterine bleeding, diabetes, morbid obesity, weight loss and perineal pain. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2011 to (B)(6) 2011 for birth control, metformin for diabetes mellitus as well as anesthetics and ketorolac tromethamine (toradol). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced depression ("depression") and anxiety ("anxiety"). In 2011, the patient experienced menorrhagia ("heavy bleeding / menstrual periods could last for 6 weeks"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), migraine ("severe migraines"), dizziness ("dizziness"), anaemia ("anemia") and headache ("headaches"). In (B)(6) 2011, the patient experienced back pain ("back pain.") And genital haemorrhage ("abnormal bleeding (general)"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("severe menstrual pain/dysmenorrhoea"). In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), haemorrhage ("blood loss"), fatigue ("fatigue"), abnormal weight gain ("gained substantial weight /gained approximately fifty (50) pounds") with weight increased, amenorrhoea ("she has gone from three 3 to four 4 rnonths without having another menstrual period") and dyspareunia ("dyspareunia") and was found to have a pregnancy with contraceptive device ("pregnancy (with complication)") with abdominal pain, nausea, abdominal pain lower and depressed mood. The patient was treated with alprazolam (xanax), buspirone, hexetidine (irin) and surgery (salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abortion spontaneous, pregnancy with contraceptive device, menorrhagia, dysmenorrhoea, back pain, vaginal haemorrhage, fatigue and amenorrhoea outcome was unknown and the haemorrhage, depression, anxiety, abnormal weight gain, migraine, dizziness, female sexual dysfunction, anaemia, headache, dyspareunia and genital haemorrhage had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abnormal weight gain, abortion spontaneous, amenorrhoea, anaemia, anxiety, back pain, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, haemorrhage, headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. No further causality assessment were provided for the product. The reporter commented: the coil was then placed about difficulty and after placement 7 coils were visible. Attention was then turned to right ostia. Given difficulty with visualization of the ostia the blunt grasper was used in attempts to uncover the ostea without success. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Ultrasound pelvis - on (B)(6) 2017: multiple transverse and longitudinal scans were obtained through the pelvis. The uterus measures 10.1 x 4.1 x 5.3 cm. The endometrial echo complex measures 9 mm and is within normal limits. An essure is noted in satisfactory position on the left. The patient has a history of injury/disease in the right fallopian tube. The ovaries are within normal limits in size shape position and blood flow. No abnormal masses or fluid collections are identified within or around either adnexa. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and abortion spontaneous ('miscarriage') in an adult female patient who had essure (UDI no. Unknown) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no", device ineffective "pregnancy (with complication)" and device difficult to use "ne tube "clamped down" and she was unable to place a device in that tube". The patient's medical history included multiparous, multigravida, parity 5 (date of births: (B)(6) 2000,(B)(6) 2003,(B)(6) 2008,(B)(6) 2010,), alcoholic (beer), iron deficiency anemia, multigravida, threatened abortion and spontaneous abortion. *current weight: 160lbs approximate weight at the time of essure placement:140lbs 2014, home pregnancy test. (B)(6) 2018, surgical pathology report: final pathologic diagnosis a essure (removal):,consistent with gross description b left fallopian tube (salpingectomy): benign fallopian tube negative for malignancy c right fallopian tube (salpingectomy): benign fallopian tube negative for malignancy. Concurrent conditions included condom since (B)(6) 2010, diarrhea, palpitations, uterine bleeding, smoker (cigarettes, 4 per day. Started at age 15 years), overweight, pelvic bone pain, type 2 diabetes mellitus, suicide attempt, left lower quadrant pain, drug overdose, substance abuse, menstruation irregular, hemophilia a, low drug level, anxiety, uterine bleeding, diabetes, morbid obesity, weight loss and perineal pain. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2011 to (B)(6) 2011 for birth control, metformin for diabetes mellitus as well as anesthetics and ketorolac tromethamine (toradol). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced depression ("depression") and anxiety ("anxiety"). In 2011, the patient experienced menorrhagia ("heavy bleeding / menstrual periods could last for 6 weeks"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), migraine ("severe migraines"), dizziness ("dizziness"), anaemia ("anemia") and headache ("headaches"). In (B)(6) 2011, the patient experienced back pain ("back pain.") And genital haemorrhage ("abnormal bleeding (general)"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("severe menstrual pain/dysmenorrhoea"). In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), haemorrhage ("blood loss"), fatigue ("fatigue"), abnormal weight gain ("gained substantial weight /gained approximately fifty (50) pounds") with weight increased, amenorrhoea ("she has gone from three 3 to four 4 rnonths without having another menstrual period") and dyspareunia ("dyspareunia") and was found to have a pregnancy with contraceptive device ("pregnancy (with complication)") with abdominal pain, nausea, abdominal pain lower and depressed mood. The patient was treated with alprazolam (xanax), buspirone, hexetidine (irin) and surgery (salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abortion spontaneous, pregnancy with contraceptive device, menorrhagia, dysmenorrhoea, back pain, vaginal haemorrhage, fatigue and amenorrhoea outcome was unknown and the haemorrhage, depression, anxiety, abnormal weight gain, migraine, dizziness, female sexual dysfunction, anaemia, headache, dyspareunia and genital haemorrhage had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abnormal weight gain, abortion spontaneous, amenorrhoea, anaemia, anxiety, back pain, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, haemorrhage, headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: the coil was then placed about difficulty and after placement 7 coils were visible. Attention was then turned to right ostia. Given difficulty with visualization of the ostia the blunt grasper was used in attempts to uncover the ostea without success. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Ultrasound pelvis - on (B)(6) 2017: multiple transverse and longitudinal scans were obtained through the pelvis. The uterus measures 10.1 x 4.1 x 5.3 cm. The endometrial echo complex measures 9 mm and is within normal limits. An essure is noted in satisfactory position on the left. The patient has a history of injury/disease in the right fallopian tube. The ovaries are within normal limits in size shape position and blood flow. No abnormal masses or fluid collections are identified within or around either adnexa. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 6-apr-2020: pfs received new event added- miscarriage. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.